Event description:
Pt experienced rupture of her uterus during labor. Also had vaginal varicosities bleed. Vacuum extractor applied to effect delivery. Two different types used, 4 pop offs with the mityvac. Upon cesarean birth for failed vacuum, ruptured uterus was found. Varicosities had to be repaired. Infant born by cesarean section after failed attempts at vacuum extraction with 2 different vacuums. Baby diagnosed with chorioamnionitis as well as the subgaleal hemorrhage. Mother with uterine rupture.